Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 50 mg/dl at the time of the incident. The drive support cap is loose and there is a crack across the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No crack on window display noted.

Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No crack on window display noted.